Event description:
It was reported that during a follow up the device presented an eri trip despite not being at eri. The eri trip was cleared and the clinician continued to monitor the patient. The device remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.